Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose. Customer blood glucose was 23 mmol/l. Customer was treated with manual injection for high blood glucose. Customer stated symptoms related to high blood glucose. The insulin pump will not be returned for the analysis.